Event description:
During the sample evaluation by baxter, it was reported by the sample technician that one (1) ce intermate sv 100 device was observed/confirmed with a hair stuck underneath the film wrap during testing. No patient involvement as this was observed during testing. No additional information is available.

Manufacturer narrative:
(B)(4)additional information: baxter has conducted a trend review and found that similar reports have been received. The root cause investigation is in progress through im-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the sample was evaluated by baxter. The condition of "hair" was confirmed by the sample technician; a strand of black hair approximately 5mm long was stuck in the film wrap. This condition was not reported by the customer, rather, it was discovered during testing. A follow-up report will be submitted should additional information become available.